Manufacturer narrative:
The insulin pump was received with no button error alarm. The pump had no button response due to corroded keypad traces. No moisture damage on electronics was noted. The pump was received with minor scratched display window, cracked display window corners and cracked reservoir tube lip.

Event description:
It was reported of low blood glucose readings and a button error from the insulin pump. The customer's blood glucose reading was 22 mg/dl. The mother stated that they changed the battery and the pump alarmed button error. The customer stated that there may be sweat. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The information provided for date of this report was incorrect with the initial medwatch report. The correct date has been provided with this report.